Event description:
Spontaneous communication: pt reports that the cassette that was attached to pump caused the pump to start alarming/beeping. Per pt there was no message on screen. Once pt changed cassette the alarm resolved. No adverse events resulted. Pharmacy will replace cassette. Lot number unknown. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.